Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo neo instrument personal computer on (B)(6) 2015. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo neo.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo neo instrument, when tested on (B)(6) 2015.